Manufacturer narrative:
No sample information was provided. Customer reported that qc has been within range and no instrument issues have been reported. The customer indicated that this event appears to be a sample specific issue. The investigation is still ongoing. Service was not requested for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low results for haptoglobin (hpt) generated by the unicel dxc 600 pro synchron chemistry analyzer. The original result, which was not reported out of the laboratory, yielded a supressed - lo message as the result. The sample was then diluted in a 1:2 ratio with saline and repeated in duplicate yielding results of 240 and 254 mg/dl. The customer considers the repeat testing correct, as the results were consistent with each other and were reported out of the laboratory. Patient treatment was not affected with regard to this event.